Manufacturer narrative:
This product is manufactured in the u.s.but not marketed in the u.s. Device evaluation: the lens was returned dry, in micro-centrifuge vial. Visual inspection found no visible damage to the lens and there was residue on the lens. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -12.50/+3.5/097 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to patient related factor of vertigo. The vertigo was pre-existing to icl implantation. At one day post-op, the crystalline lens was clear and there was 1+ incisional edema. The vertigo has been reduced and patient will return to c/l wear. The patient elected to have the icl explanted .

Manufacturer narrative:
Corrected data: (B)(4).